Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).   Device evaluated by MFR.: a visual and microscopic examination identified that the stent had been partially deployed. The distal end of the stent was noted to be damaged. This damage may have been a result of multiple attempts by the physician to cross the lesion. The investigator fully deployed the stent encountering slight resistance. The resistance encountered may have been a result of the severe kinks on the shaft of the device. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified that the shaft of the device was severely kinked down to the inner lumen at multiple locations. This kind of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
Reportable based on device analysis completed on 23-jan-2018. It was reported that failure to cross the lesion occurred. Vascular access was obtained via the femoral vein. The de novo target lesion was located in a coronary vein. A 16 x 60mm x 75cm wallstent-uni¿ stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.